Manufacturer narrative:
(B)(4). Unexpected restart alarm noted after battery change due to open cell on c37 I/b.oz (B)(6) 2013 .

Event description:
Information received by medtronic indicated that the insulin pump had pump error alarm. The customer stated that she was in the process of changing the battery and the alarm occurred. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.